Event description:
It was rpeorted that during a laparoscopic appendectomy procedure, the device cut partially, but did not staple. The procedure was converted to an open procedure in order to suture and complete procedure. There was no further consequence to the pt.